Event description:
The customer reported an issue regarding the responsiveness of the wake-up button. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and proceeded to receive a new device.